Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system with vertical gas breakthrough occurred in the right eye of a patient, during lasik surgery. The surgeon chose to cancel the rest of the day. He did not attempt a flap lift. The field service engineer visited and could not find anything wrong with the unit. The follow-up was pending. There are multiple related reports for this facility. This report addresses the patient ls, right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in e.1., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No logfiles are available for review. Therefore, logfile review could not be performed. During a service visit opened regarding thin flaps the field service engineer performed test cuts at one hundred and one hundred and thirty microns, checked the light barriers and interface weight. All tests were within specifications. According to the case symptoms the problem could not be duplicated. System meets specification as per service installation record. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).